Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, intermittent image occurred due to printed circuit board failure. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in report, it was observed, the device had crack on lower bezel, and dead pixels on screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed the device had intermittent image due to faulty quantum board. This report is being submitted for the event found during evaluation. There was no patient involvement.